Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. Fa found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization and grip tests and jaws not to open and close properly. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed seal and grip test. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Root cause attributed to loose grip cable at the proximal end. The instrument was placed on an in-house system and failed homing during initialization. The instrument was visually inspected and found the blade was dislodged. The blade was manually retracted, retested and still failed initialization 3 of 3 attempts. The instrument initialization failure was bypassed, and the instrument failed the grip force test. Root cause attributed to loose grip cable and dislodged grip ring at the proximal end. The instrument was found to have an error ¿22024¿ ¿grip torque is outside the expected range on universal surgical manipulator (usm) 1, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Logs show strong grip failure errors for the same timestamps as that of the low torque errors seen in logs. This is caused by loose grip cable and dislodged grip ring at the proximal end.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and was not recognized by the system. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
The probable root cause of loose jaw cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of dislodged grip ring is attributed to the manufacturing process. The root cause of initialization failure and error 22024 are attributed to loose grip cable and dislodged grip ring at the proximal end. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.